Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient had experienced an increase in post implant pain after they were hit in the hand at work. The rep stated that x-rays confirmed that lead migration had occurred. They reported that reprogramming was performed to accommodate the new lead placement. The rep stated that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the patient had a ¿couple revisions¿ per the post-op report. They hcp stated that the patient had 2 leads placed in their c spine following a lead migration, and also had an ins revision for an unknown reason. It was reported that the patient was assaulted at work in 2018, and a lead migration was confirmed via x-ray. Programming occurred but was unsuccessful. It was stated that the revision occurred on (B)(6) 2019. Additional information received from the manufacturing representative (rep) indicated that following the patient¿s lead revision, they had a lack of therapy. It was noted that the patient previously got good relief of their crps symptoms. The rep stated that apparently the physician could not advance the leads into the previous position epidurally. They mentioned that the patient¿s pain persists in their right arm and hand. The issue was not resolved. It was reported that the physician had ordered an updated MRI and will then consider referring the patient to neurosurgery for lead placement as long as the course of action is deemed safe. No further complications were reported or anticipated.